Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned severed into two pieces. The silicone tube and head were very discolored. The distal portion of the tube was completely clogged and could not be flushed. Directions for use state, "flush the feeding tube with water every 4-6 hours during continuous feeding, anytime the feeding is interrupted, before and after every intermittent feeding, or at least every 8 hours if the tube is not being used. Flush the feeding tube before and after medication administration and between medications. This will prevent the medication from interacting with formula and potentially causing the tube to clog." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, 'the patient's gj tube came apart near the junction of the g and j part, distal to the balloon. The j part that broke off was excreted through the patient's rectum. The hub and g part were still in intact.' Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).